Manufacturer narrative:
Evaluation of the customer return sample by the mfg facility confirmed the needle tip broke off at the last turn of the thread. One additional unused sample from the same mfg lot wa also returned. This sample showed no defects. In order to determine the cause of the failure mechanical tests of ostycut needles were carried out in-house to determine the conditions and stresses under which the needles will break. The test showed that under normal conditions and when used according to the instructions in the IFU, the needles will withstand the normal stress they are subjected to without any problems. The needles will also survive bending of up to 50 degrees while inserting into the bone. The needles only broke when the tester tried to remove them from the bone with wide oscillating motions of the cannula. It is therefore believed that this is the reason for the breaking of the complaint sample. Review of the mfg records for the lots in question revealed the product to meet all specifications prior to shipment. The end user will be advised that they should not attempt to loosen the ostycut by oscillating movement of the cannula. Instead, the ostycut should be loosened and removed from the punctured bone area by simultaneously applying couterclockwise rotation and traction. Ez-em, inc. Will also perform a review the labeling for this product accordingly.

Event description:
Pt presented for a bone biopsy. Upon removing the bone biopsy. Upon removing the bone biopsy needle approx 1/4 cm of the needle broke off in the bone. The needle could not be retrieved and remains inside the pt (no bleeding developed). Pt was sent home and appeared to be doing fine.